Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a bloody watchman delivery system (wds). The device was bloody with fluid in the sheath. The implant was received inside the sheath and 14cm from the tip of the device. The implant, core wire, tip, sheath and hub/valve were microscopically and visually inspected. Inspection revealed numerous kinks in the sheath, tip damage (tricuts flared and bent, markerband bent/abrasions), sheath damage (abrasions) and anchor damage. Inspection of the rest of the device found no other damage or irregularities. While deploying the implant (during analysis) the core wire was found to not be attached to the implant, making deployment of the device difficult. After multiple attempts, the core wire managed to push the implant out from the sheath.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The was positioned and the wds was inserted in. The closure device was deployed in the laa of the patient. However, the device did not meet release criteria and needed to be fully recaptured. When attempting to recapture the closure device it was noted that there was a lot of tension. After several attempts the physician was finally able to fully recapture the closure device and removed it from the patient. After removing the wds, it was noted that it was kinked. The procedure was continued with a new closure device and successfully completed. There were no reported patient complications. The patient was stable.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The watchman access system (was) was positioned and the wds was inserted in. The closure device was deployed in the laa of the patient. However, the device did not meet release criteria and needed to be fully recaptured. When attempting to recapture the closure device it was noted that there was a lot of tension. After several attempts the physician was finally able to fully recapture the closure device and removed it from the patient. After removing the wds, it was noted that it was kinked. The procedure was continued with a new closure device and successfully completed. There were no reported patient complications. The patient was stable.